Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesion being treated was a 3.00mm, 65% stenosed, 17mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a 3.00x16mm taxus express2 study stent in the target lesion at a maximum 12.0 atms. Post-dilatation was not performed. Post-ivus was performed. The stent was well positioned and well expanded. The procedure was completed without any problems. A non bsc 3.0x18mm stent was also placed in the mid lad. There was a gap between the taxus and the non bsc stent. The patient was discharged 19 days later. At 254 days after the index procedure, restenosis was confirmed with coronary angiogram. At 271 days after the index procedure, coronary artery bypass grafting (CABG) was performed. The patient had stable angina at that time. The patient had stable angina at that time. The pt was discharged 33 days after CABG. Details of the surgery are unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.